Event description:
It was reported that shaft break and stent insufficient apposition occurred. The 85% stenosed target lesion was located in the mildly calcified and mildly tortuous circumflex artery. A 2.75 x 24mm synergy ii drug-eluting stent was delivered, however; deployment was insufficient and the balloon broke. The stent was dilated and another stent was placed on top completing the procedure. No further patient complications were reported and the patient status was stable. It was further reported that the lesion was predilated and that the stent balloon was inflated to nominal pressure for only seconds before the balloon broke. There were no prior interactions with any other device and no significant resistance was encountered. Only one attempt had been made to position the stent at the lesion site.

Event description:
It was reported that shaft break and stent insufficient apposition occurred. The 85% stenosed target lesion was located in the mildly calcified and mildly tortuous circumflex artery. A 2.75 x 24mm synergy ii drug-eluting stent was delivered, however; deployment was insufficient and the balloon broke. The stent was dilated and another stent was placed on top completing the procedure. No further patient complications were reported and the patient status was stable.

Manufacturer narrative:
A synergy ous mr 2.75 x 24 mm stent delivery system was returned for analysis without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon was reviewed, and signs of positive pressure being applied to it were noted as the balloon folds appeared relaxed/ unfolded in the mid to proximal region and folded in the mid to distal region of the balloon. The balloon body was exposed, and crimp markings could be seen on its surface. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube found multiple hypotube kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. An inflation test was attempted. Gradual loss of pressure in the inflation device was noted and was due to a leak on the distal balloon cone. A further inspection of the proximal balloon cone under microscope, identified a longitudinal tear in the balloon material at the leak site. Media from the clinical procedure was received and reviewed. The media provided confirms the alleged inadequate/insufficient apposition of the stent as a partially expanded stent positioned proximally to the lesion site could be noted during the review. This partial expansion of the stent occurred most likely due to the insufficient pressure built up in the delivery balloon to allow for it to inflate and expand the stent. The cause of this loss of pressure was most likely related to the alleged balloon damage which, even if it could not be directly observed during the media review, could be extrapolated from the failure of the balloon to inflate entirely after multiple attempts. It was also noted that the lesion site could still be observed to be constricted even following serial pre-dilations and that the stent appeared to have been positioned on the proximal side of the lesion and not completely covering the lesion suggesting that the device could have had difficulty in being positioned across the lesion site and the distal region of the balloon might have come into contact with calcification present at the lesion site. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break and stent insufficient apposition occurred. The 85% stenosed target lesion was located in the mildly calcified and mildly tortuous circumflex artery. A 2.75 x 24mm synergy ii drug-eluting stent was delivered, however; deployment was insufficient and the balloon broke. The stent was dilated and another stent was placed on top completing the procedure. No further patient complications were reported and the patient status was stable. It was further reported that the lesion was predilated and that the stent balloon was inflated to nominal pressure for only seconds before the balloon broke. There were no prior interactions with any other device and no significant resistance was encountered. Only one attempt had been made to position the stent at the lesion site.